Event description:
Caller reported a time discrepancy with their pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy occurs again. The caller acknowledged and understood the advice given.